Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: a review of radiographic images shows ap and lateral lumbar films preop with severe degenerative collapse, stair step spine with degenerative spondylolisthesis at l4/5 and l5/s1. Retrolisthesis is noted at l3/4 with stenosis at all the above levels. Initial surgical treatment is a lumbar decompression, l2 to s1 fusion with pedicle screws with interbody device at l3, l4 and l5 subsequent films show lysis about the l2 screws. Lysis around the s1 screws reported cannot be verified. No interbody support is noted at l2/3 where movement is reported to be occuring. The reason for this is not apparent.

Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that a screw backed-out. Additional information is pending. No further details are known at this time.